Event description:
According to the reporter, on a laparoscopic lower anterior resection, during rectal dissection, at the second firing, a strange noise was heard from the handle, and the handle could not be grasped afterwards. The surgeon was able to press the green button but was unable to squeeze the handle. Another reload was used but there was also a strange noise from the handle and it also could not be fired. Another reload was taken out and the rectum was dissected to the end with no issues. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. No information regarding the specific customer issue that occurred with the device was available. Visual inspection noted that the device to be partially fired. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.